Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced and confirmed through evaluation. This condition was caused by a failed motor flex. The motor assembly was replaced.

Event description:
It was reported a spectrum pump had system error 105. This event occurred while the pump was in clinical use, but there was no patient injury.